Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
This retrospective, single-arm, observational, clinical post-market follow-up (pmcf) study was performed to collect patient-level data on the evolution® duodenal stent system to confirm the continued performance and safety of the device and to ensure the continued acceptability of the risk-benefit ratio. The study allowed inclusion of patients who had a procedure with the evolution® duodenal stent system in the period from 01 july 2016 to 30 june 2023, with a plan for follow-up at the same site. A device issue of obstruction was reported at 37 days after the index procedure (device deficiency), which was resolved by new stent placement. Surgical intervention - resolved by new stent placement.

Manufacturer narrative:
Device evaluation: an adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. This file was created from the final pmcf report. The evolution duodenal controlled-release stent - uncovered device of unknown catalog number and unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity manufacturing records review could not be completed as the lot number is unknown. Instructions for use/label review: as per the instructions for use (ifu0053), which informs the user of the following potential adverse events: potential adverse events associated with gi endoscopy include, but are not limited to: airway obstruction, allergic reaction to contrast or medication, aspiration, biliary obstruction, cardiac arrhythmia or arrest, cholangitis, fever, hemorrhage, hypotension, infection, perforation, reflux, respiratory depression or arrest additional adverse events include, but are not limited to: allergic reaction to nickel, bowel impaction, death (other than due to normal disease progression), erosion of the luminal mucosa, foreign body sensation, inadequate expansion, intestinal perforation, nausea/vomiting, pain/discomfort, pancreatitis, pressure necrosis, septicaemia, stent misplacement and/or migration, stent occlusion, tumor ingrowth or overgrowth, ulcerations. It should be noted that the instructions for use lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to a known potential procedural complication or known adverse event associated with the use of this device. As previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of inv according to the pmcf study a device issue of obstruction was reported at 37 days after the index procedure (device deficiency), which was resolved by new stent placement. Confirmed quantity, 01 devices were confirmed used. A possible root cause can be attributed to a known potential procedural complication or known adverse event associated with the use of this device.

Event description:
A supplemental report is being submitted due to completion of the investigation on 7 oct 2025.